Event description:
It was reported that during deployment of a suprarenal aortic extension, the extension was deployed at an unintended location and a fem-by-fem bypass was performed to ensure blood flow. Reportedly, after a bifurcated device was uneventfully deployed, deployment of the aortic extension followed. The top sleeve was deployed, however, the extension ended up coming down occluding the bifurcated main body left limb (located in the left iliac artery). The physician could not push up the aortic extension to the desired location and elected to perform a fem-by-fem-bypass. The patient did well during the procedure. The physician indicated that the patient had severe aortic neck angulation and might have been a contributing factor to the deployment issues experienced. Additionally, shortly after the endovascular procedure, the patient presented to a different hospital with bowel perforation. The treatment, if any, was not known by the physician. The relationship, if any, to the endovascular procedure, or devices used, is also not known. However, the physician reported the patient is currently doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Limited medical records and adequate imaging studies were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to the event due to: a dual angled aortic neck. Calcifications at the neck and bilateral iliac arteries were cautionary product use. Patient candidacy could not be fully assessed due to lack of information. The intraoperative stent migration, resultant right iliac occlusion and femoral-femoral bypass graft were substantiated radiographically. Approximately one-month post index, an oral contrast CT study did not detect any bowel abnormalities. The reported hospitalization for a bowel perforation shortly after the index procedure could not be substantiated, but due to the normal examination post index, the cause was most likely not related to the stent graft. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.